Event description:
The MFR has been notified through a user facility medical device report that a pt underwent an emergency explant of a prosthetic aortic valve. The pt died post-operatively. The user facility reported that it believed that the pt had stopped taking anticoagulation medication and that there was no complaint against the prosthetic valve.